Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently there were an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 306, 45 mg/dl, and the meter bg readings were 206, 288 mg/dl, respectively. On (B)(6) 2021, due to "chasing the inaccurate cgm readings", bg was 288 mg/dl and ketone level was high. Customer went to the emergency room (ER). Ketones were considered as dangerous by a healthcare provider. Customer received intravenous fluids for rehydration and insulin. After 8 hours, customer left the ER in stable condition; bg was 116 mg/dl. A root cause of the inaccurate readings could not be determined. A replacement sensor was sent to the customer.